Event description:
A 53-year-old male with acute myocardial infarction and cardiogenic shock, initially documented as scai shock stage e), underwent placement of an impella 5.5 via right axillary/subclavian surgical arterial access. The patient was subsequently transferred to another facility where bedside assessment confirmed stable vital signs and console parameters. Clinical staff reported episodes of ventricular tachycardia (vt) associated with impella support. Imaging confirmed device position with the pump tip oriented toward the mitral valve. Attempts at repositioning by the shock pa and cardiothoracic surgery team were initially unsuccessful; however, the pump was retracted a few centimeters, after which the vt resolved. Placement had been verified by echocardiography at the time of the event. The arrhythmia was managed with pump repositioning without device removal. The device remains in use, and explant date and patient outcome are pending. The patient¿s arrhythmia (vt) was attributed to device positioning, specifically interaction of the pump with the mitral valve.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6. Medical device problem code has been updated.

Manufacturer narrative:
The patient remains on impella support. Return of the pump was requested upon explant.